Event description:
A malfunction was reported on the customer's pump, as the screen had gone dark and would not turn on initially. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support instructed the customer to charge the pump, which then turned on, and a replacement pump with updated software was sent. The customer was informed about the steps required to return the malfunctioning pump and understood the instructions provided.